Event description:
On (B)(6) 2010, the lay user/ patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient or reporter by phone. The patient's spouse reported that the alleged issue began on (B)(6) 2010 (time unclear). The cca noted that the patient manages his diabetes with insulin (no adjustments); however, it is not known if he made any changes to his diabetes management as a result of the alleged issue. Approximately 7 hours after the alleged power issue started, the reporter claimed the patient's "sugar went low". The reporter stated that the patient treated self with food and/or drink at the onset of the symptoms. At the time of troubleshooting, the cca noted that the subject meter's battery had not been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195.(B)(4): the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.